Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, interrogation found that the pulse generator exhibited back up vvi operation while still in the box. The device was not implanted.